Event description:
Complainant alleged that during biomed testing the device powered on to a blank display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp: the malfunction was duplicated and attributed to the lcd color display. Analysis for reports of this type has not identified an increase in trend.